Manufacturer narrative:
No device analysis results are available because the device was not received for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the power extension cable could not be confirmed.

Event description:
The patient reported frayed and sparking wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on (B)(6) 2023. Investigation codes and conclusion will be provided in an additional submission.